Event description:
It was reported to tyco/kendall/healthcare on 11/28/2001 that a needle had broken and remained embedded after giving their insulin injection. It was reported that the needle could not be extracted by ER or by surgeon. The person is recovering well and back to work.